Manufacturer narrative:
The investigation was unable to find a definitive root cause. Customer only ran 1 level of qc on the day of the event.  There were no suspicious alarms around the time of the event. The field service engineer checked the instrument regarding gear pump pressure, adjustment of needle, wash volumes and could not find any inconsistency and indicated the system seems to be ok. He noted that the aliquots are placed on the instrument manually and not all racks are equipped with adapters for the racks.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The pod was discarded.